Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had infusion error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d5: operator of device, d9, h3, h6, h11. H11: the device was received for evaluation. Functional flow rate accuracy and calibration testing was performed with no issues noted; the reported infusion error could not be reproduced and the device was operational as intended. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.